Event description:
It was reported that attempts to open the inner sterile packaging of the ppm (permanent pacemaker) packaging was difficult. Attempts to open the peel back covering failed repeatedly and the plastic ribbon covering the sterile package seemed "powdery." Once the package was opened the plastic base was cracked near where the wrench kit is located. The package sterility was questioned and the physician did not attempt to implant the ppm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the packaging was damaged.